Event description:
A facility reported a surgical strip (ID 801451) disconnected from the rest during a laparoscopic excision of endometriosis procedure. The surgical strip was used and removed from the patient and when staff was irrigating the area a nurse noted a piece floating in patient's abdomen. The product was not altered or cut from the original size and was not soaked nor irrigated prior to use. No patient injury reported and it is unknown if the event led to surgical delay.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The surgical strip (ID 801451) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. A photo of the piece that came off was provided, however without the product returned it is not possible to determine whether the product meets specification. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. Even though root cause is not confirmed, the customer reported that the strip was not moistened prior to use. The IFU for this product instructs the user to always moisten the patties/strips prior to use on patient tissue. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.